Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# FDA-2014-n-0736-0638 / mw5055394) in united states on 19-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. The consumer experienced pain from day of implantation and thereafter on right side. Due to this ongoing pain her right tube and coil were removed a few weeks later. After this procedure, she continued to have pain. Emergency room visits, cramping, horrible menses and sex life affected were reported. She consulted another doctor in 2015 and they decided to have essure removed. The coil that was to be removed back in 2013 was left in her uterus. So this coil perforated and migrated into her uterus and therefore she had to have a hysterectomy leaving her ovaries on (B)(6) 2015. The consumer was treated with hydrocodone and advil. A disability was mentioned but not specified and/or assigned to one of the events. Company causality comment: this non-medically confirmed spontaneous case received via regulatory authority with additional information identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain from the day of implantation and thereafter on right side (interpreted as pelvic pain). Her right tube coils were supposedly removed a few weeks later. However, when she decided to have the other essure insert removed, it was noticed that the coil had not been removed. It had migrated and perforated her uterus (interpreted as uterine perforation). Therefore, she had to have a hysterectomy, around 2 years after insertion. Pelvic pain and uterine perforation are serious due to their medical importance and listed in the reference safety information for essure. Considering the nature of these events, the causal relationship with essure inserts cannot be excluded. This case is regarded as incident since a device removal was required. A product technical complaint analysis and further information are being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 07-nov-2015: ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Additional information received on 11-nov-2015: follow-up attempts were done with no response to date. Company causality comment: this non-medically confirmed spontaneous case received via regulatory authority with additional information identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain from the day of implantation and thereafter on right side (interpreted as pelvic pain). Her right tube coils were supposedly removed a few weeks later. However, when she decided to have the other essure insert removed, it was noticed that the coil had not been removed. It had migrated and perforated her uterus (interpreted as uterine perforation). Therefore, she had to have a hysterectomy, around 2 years after insertion. Pelvic pain and uterine perforation are serious due to their medical importance and listed in the reference safety information for essure. Considering the nature of these events, the causal relationship with essure inserts cannot be excluded. This case is regarded as incident since a device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.